Event description:
It was reported that the superion indirect decompression (ID) implant patient experienced new back pain and discomfort. The patient underwent a procedure where he was administered a facet joint injection wherein the physician noted the ID implant may have migrated. A computed tomography (CT) and x-ray image taken confirmed the ID implant had dorsally migrated to the left in lumbar vertebrae 4-5 with a potential mild spinous process fracture in lumbar vertebrae 4. It was noted that the ID implant did not contribute to the patients complications per the physicians assessment. The patient continues under the care of their physician.